Event description:
Complainant alleged that medics responded to a call from a pt (age unknown) in cardiac arrest. The pt was attached to the device via defib pads and an analysis of the heart rhythm was performed. The device prompted a "shock advised" message and was charged to deliver energy at 200 joules however the device inappropriately internally dumped the energy and displayed a "low batt" message. The user exchanged the battery and a second analysis of the heart rhythm was performed. The device prompted a "shock advised" message and was charged to deliver energy at 200 joules however the device inappropriately internally dumped the energy. A third analysis of the heart rhythm was performed and the device correctly discharged at 200 joules. Complainant indicated that the pt expired, however it was not related to the reported malfunction.